Event description:
It was reported that the patient received an inappropriate shock for supra ventricular tachycardia (svt). It was noted that the atrial tachycardia was sudden onset. Follow-up information was received indicating that the patient has congenital heart disease and, per physician discretion, no reprogramming or other intervention was taken. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.